Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted and replaced with silicone device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Crease/folding of implant: crease fold observed. As per the investigation procedure: (particles) were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. The device has been explanted.